Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis, only photo returned. Received photos shows a company preload device, the lock assembly has been removed. The plunger is advanced into the nozzle tip. Intraocular lens (iol) not observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non-company product as a viscoelastic, which is not qualified for use with current company model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of surgeon was implanting the intraocular lens (iol) and the lens got caught and would not deploy. There was no patient harm. Additional information has been requested, received and stated surgeon attempted to implant lens, lens failed to completely eject, lens removed from patient's eye, lens intact. In surgeon¿s opinion, lens ejection failure caused or contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).